Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure image disappeared was confirmed. However, reported failure image reappears was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error occurred, and no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to defective circuit board image disappeared and b30 scope communication error occurred with no image. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope's image disappeared and reappeared during inspection for use. There were no reports of patient harm.